Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power issue involving short battery life with moisture behind the display. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/15/2015 with the following findings: review of the black box and download history revealed evidence of short battery life in the black box records. On examination, the battery compartment was noted to be cracked below the grip pad and the pump case was cracked in the upper right corner of the display area. A leak test was performed which revealed moisture ingress into the pump at the cracked areas of the pump. On investigation, the pump powered on using the battery cap that was returned with the pump. The pump case was removed for investigation and revealed moisture ingress inside the pump. Electrical current draw measurement for ¿sleep¿ and ¿idle¿ were found to be out of specifications during the investigation due to the moisture contamination inside the pump affecting the transceiver board. The damaged transceiver board was unplugged and removed from the pump; the current draws returned to within specifications. Investigation confirmed short battery life issue due to moisture ingress inside the pump affecting the transceiver board. Unrelated to the original complaint, the display was found to be dim/faded/discolored.